Event description:
It was reported that the ilet device displayed an unresponsive screen ¿x¿ icon, consistent with a device display or touchscreen performance issue on the hardware. Investigation included telephone technical support with user education to restart the device and inspect for physical damage. Further investigation of this case revealed that the issue could not be reproduced or confirmed due to limited information during the call. The user was advised to call back if the failure persisted. No symptoms included no clinical effects reported, as blood glucose was not impacted. Outcomes included no medical or surgical intervention. It was concluded that the cause of the screen responsiveness issue remained undetermined. If it is returned, it will be evaluated, and a supplemental report will be filed.